Manufacturer narrative:
The device was not returned for evaluation. An event regarding an assembly issue with a tritanium shell involving an cup impactor was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
After proper acetabular window trialing was performed, the 60mm tritanium hemispherical cluster hole cup was opened on to the sterile field. The surgical tech opened the inner packing and went to engage the "screw in" bolt from the direct superior offset insert handle. The magnetic screw in bolt would not engage into the tritanium shell. After a few times trying to get the initial threads started into the cup, it would not engage. After consulting with the surgeon and surgical tech, the doctor gave the go ahead to open up another 60mm tritanium and inserted it with no problem.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
After proper acetabular window trialing was performed, the 60mm tritanium hemispherical cluster hole cup was opened on to the sterile field. The surgical tech opened the inner packing and went to engage the "screw in" bolt from the direct superior offset insert handle. The magnetic screw in bolt would not engage into the tritanium shell. After a few times trying to get the initial threads started into the cup, it would not engage. After consulting with the surgeon and surgical tech, the doctor gave the go ahead to open up another 60mm tritanium and inserted it with no problem.